Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err68. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was unable to be performed. The screen of the receiver displayed a firmware error which confirmed the reported event of error icon displayed. A root cause could not be determined.